Event description:
Patient reported rupture, capsular contracture, baker grade IV, and suspected silicone in lymph nodes diagnosed by ultrasound. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture, and capsular contracture, baker grade IV.

Event description:
Patient reported rupture, capsular contracture, baker grade IV, and suspected silicone in lymph nodes diagnosed by ultrasound. This record relates to the right side. The device remains implanted.

Event description:
Patient reported right side rupture, capsular contracture baker grade IV, and suspected silicone in lymph nodes diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification) and one opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.